Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Upon retracting the sheath during a left leg angioplasty procedure on the male patient, the hub broke. The sheath was able to be removed by hand. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation : a review of the complaint history, drawings, dimensional verification, device history record, manufacturing instructions, trends, quality control and visual inspection of the returned device was conducted during the investigation. The visual inspection of the returned device reported one (1) used/damaged ksaw-5.0-18/38-90-rb-shtl-hc was returned for investigation with the hub separated from the sheath. The device was returned with a check-flo hemostasis assembly, rather than the tuohy-borst side-arm. The flare had a ruffled appearance and was found to be stretched, resulting in the flare having an oval shape. There is no evidence to suggest the product was not made to specifications. Instructions are in place to verify that the device is manufactured to specification. The process of attaching threaded proximal end fittings to flexor sheaths is validated the process validation shows that the device meets tensile requirements per iso 11070:2014. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, examination of the returned device and the results of our investigation, it is feasible to suggest that during the removal process, the device met force beyond its intended design. We will continue to monitor for similar complaints. Per the health risk assessment no further action is required.

Event description:
Upon retracting the sheath during a left leg angioplasty procedure on the male patient, the hub broke. The sheath was able to be removed by hand. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.